Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Please note that previous medwatch reports for this product may have been submitted for the manufacturing site arjo hospital equipment ab (under registration #9611530). As of 2014 that number was de-activated due to the site no longer being a manufacturer and shipping product to the USA. From 2014 and going forward complaints related to these products are to be handled by arjohuntleigh ab's complaint handling establishment and any medwatch reports will be submitted under registration #3007420694. On 14 sep 2018 arjo has been notified about the event involving maxi twin passive floor lift and the passive clip sling. It was reported that during resident transfer (female, 80 years old, 42.8 kg) from the bed to wheelchair, the left leg clip detached from the lift's spreader bar causing the resident to fall. The resident sustained the occipital laceration requiring sutures and head trauma with a hematoma. Based on the all collected information regarding the event, one of the clips detached during the resident's transfer causing the resident to fall. Based on the evaluation of the involved devices- maxi twin passive floor lift and passive clip sling, they met the manufacturer's specification, no failure was identified. The device was under arjo service and maintenance contract. The last service was performed on 23 mar 2017. The review with the caregivers was performed after the event- 17 sep 2017 by the arjo representative. They stated that the sling used during the transfer was too big. The caregiver used a large sling to transfer the resident of weight 42.8 kg. The individual sizes of the arjo slings are designed for different weights of patients. The large sling should be used for the residents with the weight range between 70-120 kg. Therefore, it can be stated that the sling used with the resident was approximately two sizes too big. The small sling should be used in this case (weight range: 35-60 kg). The instruction for use (IFU 04.sc.00-int1_2) dedicated to the passive clip slings warns: "to avoid the resident from falling, make sure to select the correct sling size according to the IFU." "The right type and size of slings should be used after proper assessment of each resident's size, condition and the type of lifting situation." Based on the information collected, it is not possible to determine if the clip was inappropriately attached before the transfer started, or if it could be released when the patient began to slip because of the too big sling. The instruction for use includes a detailed description of how to choose the proper size of the sling and provides pictographic procedure regarding proper clip attachment process. The document guides, step by step, through a proper sling application. It is important to make sure that the clip sling is attached securely before and during the lifting process. According to the warning in the IFU: "to avoid the resident from falling, make sure that the sling attachments are attached securely before and during the lifting process". After this review, we can state that the event described above is not likely to happen when the caregivers followed the device labeling and the IFU. Going forward, the additional training was carried out for the facility staff. The purpose of the training was to remind the staff involved in the device labeling, with special attention to proper assessment of a resident's size and checking the sling before use. This was communicated to the customer. The review of similar reportable events for the maxi twin passive floor lift and similar devices revealed a number of cases related to this type of event: clip sling detachment during transfer were found. In summary, the maxi twin passive floor lift and the clip sling were used to transferring the resident and played a role in the reported event. The evaluation of the involved devices did not confirm any visual defects. The testing carried out by arjo technician confirmed that this system was working in accordance with the manufacturer's specification. Although no technical deficiency of the lift nor sling was found, the resident fell from the lift and from that perspective, the system did not meet its performance specification. This complaint was decided to be reported to competent authorities because the resident sustained serious injury.

Event description:
On 14 sep 2018 arjo has been notified about the event involving maxi twin passive floor lift and the passive clip sling. It was reported that during resident transfer (female, (B)(6)) from the bed to wheelchair, the left leg clip detached from the lift's spreader bar causing the resident to fall. The resident sustained the occipital laceration requiring sutures and head trauma with a hematoma.